Manufacturer narrative:
Olympus medical systems corp. (Omsc) investigated the device and could reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. As a result of the analysis of the device, omsc confirmed that there was brown dirt in the instrument channel. Omsc considered that dirt was invaded from the outside of the device. The user commented the hemostat forceps were caught in the channel. Omsc surmised that dirt was body fluid adhering to the hemostat forceps. There were no abnormalities (such as buckling or deformation) that caused foreign matter to remain on the inner surface of the instrument channel. The exact cause of the reported event could not be conclusively determined. If significant additional information is received, this report will be supplemented.

Event description:
The user found that hemostat forceps got caught in the device and could not be removed. There was no report of patient injury associated with this event. The user returned the device to olympus repair center. Olympus repair center found that foreign material adhered to the suction cylinder of the device. The user facility did not provide other detailed information.